Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer's healthcare provider changed the basal settings and they have been running high. Customer changed out their reservoir and received low reservoir alert even though there was insulin in the vial. Customer experienced a headache and has treated their high blood glucose with the insulin pump. Customer advised air bubbles were present in the tubing. Customer advised the site was a little sore when they inserted the cannula but the pain went away. Customer performed and passed the self-test. Customer advised they will follow up with their doctor once they are back from (B)(6).